Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one undersensed beat was seen on the right ventricular (rv) lead in a ventricular tachycardia non-sustained (vt-ns) episode. The lead remains in use. No patient complications have been reported as a result of this event.